Event description:
The pt received the scs system on (B)(6) 2011. It was allegedly reported that the pt's leads have eroded. The physician plans on removing the entire scs system in the near future. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.